Event description:
The end user reported several months ago that he noticed a fungal rash to the peristomal skin at the three o'clock position. Initially, he used baby powder to treat the rash, but it spread and worsened. Last week, the end user stated he saw his physician and was prescribed nystatin to treat his rash. He was instructed on skin care and crusting technique using the nystatin powder and a no sting protective barrier wipe. He further mentioned that he has a moderate dip in the skin at the three o'clock position and a slight dip at the nine o'clock position. He was instructed to place cohesive seals in these creases to create a flat surface and to call back with any questions or concerns.

Manufacturer narrative:
Based on the available information, this event is deemed to be a serious injury. No additional patient/event details have been provided to date. Should additional information become available a follow-up report will be submitted. Reported to the FDA on february 10, 2015.